Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: [hospital] "they were trying to use it for cholecystectomy, loading did not work when it was operated. So, the case was completed with the new device. " product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing confirmed the complainant¿s experience of no clip loaded. Based on the condition of the returned unit, it is possible that the reported event was caused by a wide handle spacing, the timing of which could not be determined, due to the condition of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Corrections: d1. D4. H4. Corrected device information per event description.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]: "they were trying to use it for cholecystectomy, loading did not work when it was operated. So the case was completed with the new device. " product is available for return. Additional information was received via email on 11nov2024 from [name], amk territory manager. "It was confirmed that there was an error on previous lot number, and the actual returned unit, lot number# 1505294 was right unit." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.